Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was above 21 mg/dl. Customer insulin pump had a blank display, but the power loss alarm. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer was not using insulin pump system within 48 hours of reported low blood glucose event due to customer was off the insulin pump. Customer stated that they did not alleging insulin pump for under delivery. The insulin pump will not be returned for analysis.